Event description:
During a transurethral resection of the prostate, the electrode cable arched at the connection of the conmed electro surgical unit approximately 1/2 inch from the point of connection to the electro surgical unit. The procedure was completed with a second electrode cable and there was no pt or user injury.